Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The sensor was inserted into the patient's thigh. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that the patient inserted the sensor in an unapproved site. The dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).